Event description:
The customer reported channel disconnected messages. The customer also stated she does not have the specific wording for the error that occurred but did state the channel was not communicating and a red screen was displayed. Furthermore, the infusion had been in process for several hours and was not touching anything and the pump was not being moved. The types of medications infusion were tpn, intralipids or regular IV solutions. The event occurred in the pediatric department. The customer also noted that spd cleans the devices and is not sure what type of cleaning solution is being used. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The reported complaint of channel disconnect event was confirmed and replicated on the returned device. During testing of the returned system a channel disconnect alarm occurred that was followed by a communication error. The reported event date was (B)(6) 2013; however the device was not in use on that date. A review of the pcu event logs confirmed that channel disconnect events occurred on (B)(6) 2013. The logs also confirmed that a communication error occurred on (B)(6) 2013, however the device was idle at the time and did not record a channel disconnect event. The communication error and channel disconnect events were caused by external contaminants on the iui connector pins. Fluids can produce an insulating layer that can cause open electrical connections between the iui connector pins. Physical inspection of the source pump module confirmed that the iui connectors had contamination that could produce communication error events. Contaminates were also found on various iui pins on the returned associated devices. Dried fluid residue (white in color) could also be seen on the bodies of the iui connectors. During functional testing the system was powered on as received and the source device was connected as channel c. Immediately upon powering the device and selecting channel c a channel disconnect event occurred followed by a communication error a few seconds later. The root cause of the customer's reported experience is being attributed to fluid contamination on the iui connector contacts.